Event description:
During an initial implant procedure, loss of sensing, increased pacing and defibrillation impedance were detected on the device. The suspected cause of the event was due to inadequate insertion into the header. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of insertion, impedance, and sensing anomaly was confirmed. The device was at elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw was unseated. This prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.